Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic general procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse observed abnormal arcing of the x-ray tube. The fse opened the cathode and anode of the x-ray tube and found that there was no silicone gasket between the cathode and anode. The fse solved the issue by placing silicone gaskets and performing all needed calibrations. After the placement of the silicone gaskets and calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.